Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) male pt contacted zoll customer support to report that the pt was treated on (B)(6) 2013. Dual lead noise and artifact contributed to the false detection. The pt was treated at 11:11:33. The rhythm at the time of the treatment is unk due to noise and artifact. The post-shock rhythm was a sinus rhythm. It was reported that the pt was running for the bus at the time of the event. He did not hear the alarm, and he fell to the ground after bing treated. The response buttons were pressed after the treatment was delivered. The pt did not go to the hosp and continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt did not go to the hosp and continues to wear the lifevest. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor (B)(4) - reuse. Electrode belt (B)(4), 05/2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.